Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received: adding UDI # (B)(4). This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding health effect - clinical code 1930 and 2377. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown ankylos implant catalog # unk ankylos implant to ank c/x impl c11/d5.5/l11 catalog # 31010458. This is a follow up report for this corrected information.